Manufacturer narrative:
(B)(4). Disconnecting without using proper disconnect procedures is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during an unknown dwell cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had disconnected without using proper disconnect procedures and reconnected after the device started to alarm. The alarm was cleared by cycling the power to the device and the technical services representative assisted the patient in ending therapy. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.